Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 9 previously reported events are included in this follow-up record.   Product return status 9 devices were received.   Event confirmation status 1 reported event was confirmed; the cause traced to component failure. 8 reported events were not confirmed. Evaluation results 5 devices were found to be affected by internal corrosion. 4 devices had no device problem found.

Event description:
This report summarizes <noe> 9 </noe> malfunction events in which the device was reportedly leaking. 6 events had no patient involvement; no patient impact. 2 events had no known patient involvement or patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 9 events were reported for this quarter.   Product return status: 9 devices were received.   Evaluation status confirmed. 1 reported event was confirmed during testing. 1 device was found to be affected by corrosion. Not confirmed: 5 reported events were not confirmed during testing; however: 4 devices were found to be affected by corrosion. 1 reported event was not confirmed during testing. In progress 3 device evaluations are in progress.   Additional information 9 devices were not labeled for single-use. 9 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 9 </noe> malfunction events in which the device was reportedly leaking. 6 events had no patient involvement; no patient impact. 2 events had no known patient involvement or patient impact. 1 event had patient involvement; no patient impact.